Event description:
It was reported that the camera had a nick/cut on cord approximately two feet from the camera head. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The device was returned to olympus and evaluated. The customer allegation of ¿nick/cut on cord approximately two feet from camera head¿ was confirmed due to slice on the cable. As per the instructions for use (IFU) manual: ¿before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." A review of the device history record (DHR) confirmed that the device was shipped in conformance within specifications. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.